Manufacturer narrative:
Additional information: h6-(health effect impact code 4)-e0116. H6-(health effect impact code 5)-e1032. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Iop increase, decreased/impaired vision, and pain are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented postoperatively with elevated intraocular pressure (iop) described as "mild" and "non-serious" which resolved the same day with an anterior chamber tap. Additionally per report, the patient reported "severe eye pain", "visual disturbance", vomiting, and headache associated with the elevated iop. Per report, the patient was treated with eye drop medication for one (1) week. The report also noted "mild corneal edema" with "abnormal" corneal epithelium associated with 2+ staining, 3+ anterior chamber cells, and 2+ anterior chamber flare observed during a slit lamp examination on postoperative day one (1). Additional information has been requested.

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, b7, g2, g3. A review of the device labeling and associated risk documents was completed. Visual disturbance is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Visual disturbance is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient presented during a postoperative slit lamp examination with +1.5 lens vacuoles in the left eye (os), described as "moderate" and "non-serious". Reportedly, the event was noted as "resolved" without intervention during a one (1) year postoperative follow-up examination. Additionally per report, the elevated intraocular pressure resolved within approximately three (3) weeks.